Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the rotor inlet upon disassembly of the pump revealed a thin, tissue-like thrombus formation on the inlet bearing ball. Although it appeared to be in the early stages of development, the thrombus showed evidence of lamination indicating that it likely developed on the bearing. Examination of the rotor body revealed a flat, non-laminated, tissue-like deposition between two of the rotor vanes, occluding one of the rotor pathways. Although its structure suggests that it did not originate in this location, the deposition showed areas of denaturing, indicating that this deposition was present for an undetermined amount of time while the pump was supporting the patient. The observed depositions would have potentially contributed to the reported elevated lactate dehydrogenase. Examination of the pump bearings, rotor and blood contacting surfaces under a microscope did not reveal any anomalies. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption and pressure values comparable to the data retrieved during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 for elevated lactate dehydrogenase levels, and subsequently experienced a stroke. The patient¿s pump was exchanged that same day, due to suspected thrombus. The stroke symptoms were unspecified; the patient has reportedly been doing well since the pump exchange.

Manufacturer narrative:
Approximate age of device ¿ 45 days. The pump was returned to the manufacturer for evaluation but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: the patient was seen in clinic on (B)(6) 2015 and had an hgbn of 47.1 & ldh of 1859. The patient reported dark urine and elevated pump power to 9watts. The patient was admitted. Heparin gtt and ivf were started. On (B)(6) 2015 the patient complained of an intense headache and the CT showed left frontal parenchemal and subdural bleeding. Heparin and warfarin and all antiplatelet medications were discontinued. Neurosurgery consult feels this was an ischemic event with hemorrhagic conversion. On (B)(6) 2015 the patient had slurring of speech and difficulty finding words, and a left sided facial droop. Neuro was consulted and felt this could be a new or worsening ischemic stroke. On (B)(6) 2015 the patient had increased pump power and the pi was diminished and was taken emergently to operating room for pump exchange.